Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On march 15, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving an "apply sample" message. During troubleshooting, the customer care (cca) advocate verified that the testing process was correct. The product issue was not resolved with training as the patient did not have any testing supplies. The patient manages her diabetes with insulin- no sliding scale. The product issue began on (B) (6) 2010. The patient claimed she managed her diabetes with exercise as a result of the product issue. Approximately 2 weeks after the "apply sample" message began, the patient reportedly developed symptoms of "headache and dizziness." On (B) (6) 2010 at 9;30 am, the patient went to the hospital and allegedly received 40 units of novolin insulin from a healthcare provider. The patient did not test on any other device at the time of concern. This complaint is being reported because the patient claimed she received medical intervention suggestive for hyperglycemia after the product issue began. Replacement products were sent to the patient.